Manufacturer narrative:
Incident was reviewed with hospital and with pt, we are unsure as the cause of the event, as the product is made from polyurethane and there are conflicting notifications concerning the rash as triangular in shape and that the oxygen mask is latex free. The pt has been treated for the reaction and no other incidents have been issued by this hosp and/or any other hospitals that use the pillow ((B)(4) distribution). Reference report # 2921578-2010-00015 for device 2.

Event description:
Pt endured rash on face following spinal surgery. Rash caused bubbling of skin under eyes and primary care doctor stated appeared to be an allergic reaction to latex and was in the shape of an oxygen mask; however, anesthesiologist stated the rash was caused by the mizuho osi pillow. Pt was informed pillow was made from polyurethane.